Event description:
Rn was priming total parenteral nutrition (tpn) and lipids. When priming lipids with the lipid tubing (blue with filter), the line continued to flow even when clamped. Rn attempted to use a new set of tubing and again when the line was clamped the line continued to flow. It appears that the roller clamp stops new flow of fluids from the bag, but the filter continues to drain causing anything below the roller clamp to leak. This is a recurring issue with this product. There was no detectable harm.